Manufacturer narrative:
Additional information (07-feb-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Hsc requested the patient sample to be sent to siemens for internal investigation. The customer was not able provide the patient sample to siemens for internal investigation. The discordant elevated total prostate specific antigen (tpsa) result was consistent with a heterophile or non-specific binding which can cause false high results. The customer continues to use the dimension exl w/lm system without any issues with other patient tpsa samples. The event reported was a patient specific issue. Hsc has not identified a potential product issue with the tpsa assay. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00330 was filed 23-nov-2021. MDR 2517506-2021-00329 was filed for the same event. MDR 2517506-2021-00329 supplement 1 is filed for the same event.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a discordant falsely elevated total prostate specific antigen (tpsa) patient sample result obtained on a dimension exl with lm system. Siemens is investigating the event. MDR 2517506-2021-00329 was filed for the same event.

Event description:
A discordant falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample processed on a dimension exl with lm system. The discordant result was reported to the physician(s). The same sample was processed on an alternate dimension exl and a falsely elevated result was also obtained. The customer stated the patient had a urology biopsy performed (date not provided). There are no known reports of adverse health consequences due to the discordant elevated tpsa result or the biopsy procedure.